Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose (bg) level of 323 mg/dl with a trace of ketones. The pump supplies were changed. An insulin injection and a bolus via the pump were used to lower the bg (currently at 200 mg/dl). The customer did not know the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.